Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation and the reported open seal was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported open pouch could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the absolute pro box was opened, the internal soft pouch was found already opened 1 cm at the seal, so the sterility was not guaranteed. The device was not used. There was no patient involvement. Another device was used to complete the procedure. No additional information was provided.